Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed a loss of prime warning associated with an occlusion alarm, replace cartridge alarm, and after a rewind. No valid loss of prime alarms were observed. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within spec. The cartridge was inspected and no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (repeated loss of prime) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.